Event description:
The customer reported a leak of less than 2 milliliters from the probe of their coulter ac-t diff analyzer. The customer stated that fluid had leaked onto the counter after startup had failed. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched but did not observe the leak. The fse had checked probe wipe for blockage, crimped tubing and other possible failures but none were found. The fse performed a full decontamination procedure, replaced all filters, check valves and reagent pickup tubes as precautionary measures. The fse then ran over 20 startup cycles without observing any leakage.

Manufacturer narrative:
(B)(4).